Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer stated that the defibrillator stopped working while transporting a patient. It was not necessary to deliver a shock. It was reported that the device was in clinical use, however there was no reported adverse event to the patient or user.

Manufacturer narrative:
The customer did not request a device evaluation.